Event description:
The product was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.